Event description:
On (B)(6) 2015, the distributor contacted animas, alleging that the keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/27/2015 with the following findings: on investigation the alleged button tactile issue was not duplicated. The pump powered up with auditory and vibratory features. The keypad cover was intact and all the buttons responded properly. Removal of the keypad cover found contamination under the contrast and ¿up¿ button contacts. Unrelated to the button issue, it was observed that the display screen was dim/faded and the battery compartment was cracked from the grip pad to the case seal.